Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this implantable pacemaker device was explanted due to an unknown issue. The device was returned for further analysis. No additional adverse patient effects were reported.